Event description:
It was reported that the customer accidentally dropped the insulin pump on the stairway, and the bottom of the device including the drive support cap has fallen off; the insulin pump was severely damage. No further information was provided.

Manufacturer narrative:
The insulin pump was received with broken off end cap, missing motor, cracked battery tube threads, reservoir tube lip, belt clip slot and scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.